Manufacturer narrative:
B3: estimated based on gfe response from sales representative, considering the progression of the issue in the preceding weeks.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced to address charging difficulties that occurred as a result of the patient weight fluctuations. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and there were no manufacturing deviations noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. B3: estimated based on gfe response from sales representative, considering the progression of the issue in the preceding weeks.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced to address charging difficulties that occurred as a result of the patient weight fluctuations. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.